Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. The main printed circuit board (pcb) was replaced as a preventive measure.

Event description:
It was reported that the external pulse generator, recently returned from repair, was still failing its sensitivity test. The unit was again returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.